Event description:
It was reported that the patient dropped the ilet pump, resulting in a completely shattered screen and a nonreliable device for insulin delivery and meal announcements; a replacement pump was shipped and the original unit was shut down per instructions, with return packaging and label provided. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included continued therapy planning with advised backup therapy and continued cgm use with the dexcom app or receiver. Investigation included complaint intake, device replacement logistics, return request with shipping label, and data retention guidance noting that data would not transfer and startup would be required on the replacement. Investigation of this device revealed physical damage to the display consistent with accidental patient handling, with no indication of device malfunction prior to the fall. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.